Event description:
The event is reported as: customer alleges: staples remain hung on the skin during skin graft. The clip did not close properly. Surgeon had to remove the staples and used another stapler. No pt injury reported. Pt's current condition is fine.

Manufacturer narrative:
Per device history record (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.